Event description:
It was reported that this electrode got dislodged. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.

Event description:
It was reported that this electrode got dislodged. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A bend was noted observed at approximately 30 mm form the terminal end and the coil was noted to be stretch out of alignment at approximately 370mm from the terminal end. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.